Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the controller was powering off and it had errors. They stated when they had the errors it would turn off their stimulation. The patient reset the controller all of the time. The patient said that it showed software problem and no numbers were on the screen. They then stated it was software error 1-intellis, 2-3.0, 3-243, 4-qf_port. The controller wasn't connected to the ac adaptor or the recharger. Stimulation would turn off and they would have to turn it back on and increase from 0. It was further reported that the replacement controller kept freezing, saying software problem and lcd error codes, and there were lines on the screen. They also reported that it was taking 5 hours to charge the implant. No further complications were reported or anticipated.